Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint.

Event description:
The complaint/event involved a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing. Air bubbles in the device were reportedly in the device causing multiple issues with the connection of the extension set tubing to the syringe in chest pain unit (cpu) and the cardiac unit. It was noted that the event occurred on either (B)(6) 2024 or (B)(6) 2024 after flushing the line and removing the flush from tubing. Additionally, the tubing had blood leaking back at manufactured connection point between syringe connector and tubing. It was noted that air would introduce when flushing. There was patient involvement, no human harm and no delay in therapy.